Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for lead revision due to elevated thresholds. The pace/sense portion of the lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.